Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced pain over battery site with a sore. The patient felt soreness over the battery site. There was a sore at the site. It was unknown what led to the event, when this event began and if any troubleshooting was performed. The patient was advised to seek medical attention. The patient went to a walk in clinic on (B)(6) 2016 and was prescribed oral and topical antibiotics. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 977a260 lot# unknown serial# implanted: explanted: product type lead (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient noticed a wound at the implantable neurostimulator (ins) site that appeared to be at the location, the leads came out of the ins. The wound developed a pinhole that never got infected. The patient went the healthcare professional (hcp), the wound was assessed, a revision was performed to move the ins, and repair the wound from the inside out as the wound developed from the inside. It was reported that the revision resolved the issue at that time. There were no further complications or anticipations reported with this event.